Event description:
It is alleged that during a right adrenalectomy the scalpel/electrocautery was arcing at the wrist. It was reported that the pt suffered minor burning of the gallbladder, but the case continued and was completed successfully.